Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height pockets were not on the bus. The field service engineer (fse) tested the drawer and found all pockets offline. The fse checked all cable connections and confirmed they were tight. The station was rebooted and replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cannot be recovered and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.